Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a procedure with a csi diamondback coronary orbital atherectomy device (oad), a dissection occurred. The calcified target lesion was located in an area of the right coronary artery (rca) that was tortuous. A dissection occurred during treatment with the oad, and the opinion of the physician was that the dissection was due to the tortuous nature of the vessel. The type c or d dissection was resolved through balloon angioplasty, and a stent was unable to be delivered due to the tortuosity and the remaining calcium. The patient was then sent to receive a bypass surgery of the rca in addition to other vessels. It was noted that the bypass was not an emergency surgery. The patient was fine following the surgery. It was noted that this procedure had been the second attempt to treat the rca. The first attempt had been made with a balloon and stent, however, neither were able to be delivered.